Event description:
A nurse reported that the vitrectomy probe was not cutting. There was no pt involved.

Manufacturer narrative:
A sample has been received, but the evaluation is not yet completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).